Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown), the device issued a "shock advised" determination for what appeared to be a non-shockable rhythm. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. The device activity log was received for evaluation. After review of the data provided, it was concluded the device worked as designed. The analysis in question met the requirements for a shockable rhythm. Based on our findings, the investigation was closed as device meets specification. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.